Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the stapler 60 instrument and reloads to be returned for evaluation, however the customer stated that the reloads will not be returned. Therefore, the root cause of the customer reported failure mode has not been determined. The cause of the stapling issues could possibly be contributed by use error as the customer stated that there were staples in the jaws of the stapler instrument during firing. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. No image or video was provided for review. A review of the system and instrument logs has been performed. The first procedure of the day was a sleeve gastrectomy procedure and the second procedure of the day was a roux-en -y procedure. There were no observed events in the available system logs that would suggest a product issue, and logged events are in line with normal system functionality. The logs for the first procedure (sleeve gastrectomy) were reviewed by an isi advanced failure analysis engineer (fae) and the following findings were obtained: the sureform stapler with pn 480460-09, lot t91220126-0005 was installed 12x and fired 10 reloads (1 blue, 6 green, 1 blue, 2 white, in that order). Per the logs, all firings were completed with 0 or 1 pauses for compression. There were no black reloads used in the first case. It appears that there is confusion from the customer on which procedure the complaint is related to, but the one that aligns closely with the reported complaint is the second procedure. The logs for the second procedure (roux-en-y) were reviewed by intuitive surgical, inc. (Isi) advanced failure analysis engineer (fae) and the following findings were obtained: logs show pn 480460-09 / l92220207-0112 was installed on the system 3x and attempted to fire 3 reloads 1 green, followed by 2 black. On the 2nd install, the system failed to detect the reload color and the user manually selected a black reload via the gui on the ssc touchpad. On every install for this instrument there was one completed clamp followed by an incomplete firing. Firing completion percentages ranged from 46-73% with multiple pauses for compression. After 3 incomplete fires, the user then switched instruments to another sureform 60 (l93220214-0176). Sureform 60 stapler with part # 480460-09 / lot # l93220214-0176 was then installed 1x on the system and attempted firing with a black reload. Following a completed clamp, firing stopped at 53% after multiple pauses for compression. There were no stapler related errors in the logs for these instruments and all installs resulted in successful engagement. The case was reviewed by isi clinical development engineering (cde) and the following findings were obtained: seamguard is one of the validated buttresses for sureform staplers. This complaint is being reported based on the following conclusion: during the first fire in a da vinci-assisted gastric bypass (roux-en y) procedure, the sureform 60 stapler which was installed with a green reload had a pause in compression. Seamguard buttress material was used during the firing. A second stapler firing with a green reload and seamsguard buttress material was used again and firing stopped in the middle of the fire with the knife exposed. The stapler line was fine in the first half but after where the stapler stopped, the staples were unformed and there were loose staples observed. The loose staples which fell into the patient were retrieved. The staples were taken out, the previous staple line was excised and the surgeon attempted to staple the tissue again using the same sureform stapler with a green reload. The same result was obtained. A 3rd party stapler was then used (with seamguard buttress material) and a stapler fire was completed.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy procedure, the sureform 60 stapler instrument did not fire even with a black sureform 60 reload. Pauses for compression were observed. The procedure was completed using a third-party stapler. There was a delay of 30 minutes or more due to this issue. Intuitive surgical, inc. (Isi) followed up with the surgeon and obtained the following additional information: the issue occurred in the sleeve gastrectomy, which was the second procedure of the day. The surgeon confirmed that the stapling issue occurred with green sureform 60 reloads and not with a black sureform 60 reload as initially stated. The surgeon is unable to specify which stapler fires were associated with the event. The first fire was performed with a green sureform 60 reload and seamguard (a third-party product). The second fire was also with a green reload and seamguard, but it stopped in the middle of the fire with the knife exposed. The stapler line was okay in the first half of the fire, but where the stapler stopped, "bad closure" and loose staples were observed. It was noted that some of staples were unformed and u-shaped. The loose staples that fell into the patient were retrieved. There was no bleeding observed. No staples were missing from the staple line and no holes were observed in the staple line. When the stapling issue occurred, the error message¿ unable to complete fire. Blade may be exposed¿ was received. There were no tissue push, no unusual tissue factors, but the surgeon did encounter staples in the instrument jaws when stapling tissue. The issue was resolved by taking the staples that were in the middle of the cutting line. A scissors was used to excise the previous staple line. Another attempt was made with the same sureform stapler 60 and green reload with the same result. The surgeon then used a third-party signia stapler (with purple reload) and seamguard to complete the fire successfully. The patient is currently well. The site is unable to confirm the lot number of the stapler involved. Images and video of the procedure is not available to isi for review.

Manufacturer narrative:
In relation to the reported event, the customer returned a sureform 60 stapler instrument (part #480460-09, lot #l90220125-0096) with a black sureform 60 reload for failure analysis evaluation. However, based on a review of the system logs, there is no evidence that this specific stapler instrument was used during the procedure in question based on the event/procedure date (20-sep-2022) and da vinci system serial (B)(6) provided. Failure analysis investigations of the returned stapler instrument did not replicate nor confirm the customer reported complaint. The stapler instrument was returned unused, with all 12 uses remaining. A visual inspection of the instrument found no physical damage at the distal end. The housing was removed from the back end, no damage was observed. The instrument was installed onto an in-house system and passed initialization. The instrument clamped, fired and unclamped successfully. The instrument was fired using a green sureform 60 reload. Review of the logs found no failures related to the reported instrument. A review of the logs confirmed that the sureform 60 stapler instrument (part #480460-09, lot #l90220125-0096) was last used on 20-sep-2022 (on da vinci system serial (B)(6)) and not on the provided event date of 20-sep-2022. Per the system logs, the two sureform 60 stapler instruments (part #480460-09) used during the procedure in question have the following lot #s: l92220207-0112 and l93220214-0176.

Event description:
Refer to h10/h11 for follow-up information.